Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured at 26 atmospheres (rbp = 16 atmospheres). Difficulty was experienced when removing the balloon. As a result, the entire system was removed. It was noted after removal that the balloon material was missing and the distal shaft appeared to be stretched. It appears that the balloon material remains in the patient. Patient status is listed as "okay".